Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete. Placeholder.

Event description:
Spacelabs received a report that a patient monitored with qube monitor model 91390 experienced persistent reset issue which caused loss of remote views and local parameter processing on (B)(6) 2015. Product was sent for service repair. No one was injured as a result of this event.

Manufacturer narrative:
The product was repaired onsite by a spacelabs field service engineer who reconfigured the monitor ID to correctly interface to the medical network resolving the reported issue. Remote view and remote access was restored. No parts were replaced, although the reported problem was verified. The repaired unit passed all functional tests. Lack of continuous monitoring was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.